Manufacturer narrative:
Onsite service was generated, but later cancelled. Customer was able to replace broken tubing attached resolving the leak and aspiration errors. (B)(4). Customer replaced tubing themself.

Event description:
The customer reported approximately 20 drops of a bloody fluid was leaking at solenoid (cvl) 85/126 in the coulter® lh 750 hematology analyzer. The leak was contained. The instrument generated aspiration c errors. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.